Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had stopped infusing. The infusion stopped after infusing 4-5 ml of enfamil ar. A non-baxter syringe was used, first with a 50 ml syringe then a 60 ml syringe. There was no report of patient injury or medical intervention associated with this event. No additional information is available.